Event description:
While a cardiac case was under way in operating room (B)(6), a luxtec headlight box caught on fire. The headlight box was plugged into an emergency outlet but was not powered on since there was no headlight attached. The staff started to smell smoke and a flame came out from the back of the box. The nurse immediately unplugged it, causing the flame to disappear, and the box was moved out of the or into the hallway where no further damage occurred. There was no harm to patients or staff. The headlight was given to clinical engineering for assessment.